Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the sheath exhibited air and a valve leak. During a pulse field ablation (pfa) procedure to treat persistent atrial fibrillation a faradrive sheath was used. The sheath was prepped and inserted, then a non-boston scientific mapping catheter was used in the right atrium (ra) before exchanging for a farawave catheter to perform a cavotricuspid isthmus (cti) line ablation. After the cti line ablation, the farawave was removed from the patient and a versacross connect system was used to perform the transspeptal puncture. The mapping catheter was then used to map the left atrium (la). Afterwards the farawave was reinserted but then was replaced due to an issue with the guidewire becoming stuck. When ablation was finished with the second catheter the mapping catheter was inserted again for post-mapping. The farawave was reinserted after post mapping, and it was at this time that air was aspirated through the sheath side port and the valve was leaking slowly. The sheath was replaced. The procedure was completed successfully. No patient complications were reported. The device is not expected to be returned for analysis due to disposal.